Event description:
Device 1 of 2. Reference manufacturer's report: 1627487-2010-01320. The pt received her scs system on (B) (6) 2005. It was reported that the pt experienced a sharp pain down the right lead and also a heating sensation at the ipg implant site. The pt also reported experiencing a "pins and needles" sensation in both feet and knees since (B) (6) 2007. The pt was incarcerated during this time and reports overstimulation when the metal detector is used on her. It was reported that one of the wires in the lead may have been broken and repair of this wire resolved the overstimulation. It is unclear how the wire was repaired. The pt requested that the scs system be removed. It is unk whether the system was explanted. No devices have been returned to ans for analysis. No further information is available.

Manufacturer narrative:
Device 1 of 2. Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined form the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.